Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of the listed device detached during use. Clinician endured a needle stick in attempt to remove needle from patient. No permanent adverse health outcome resulted from this event.